Event description:
It was reported the ie33 ultrasound system had a burning smell when it was turned on. The problem occurred outside of clinical use and no patient or user was harmed. Philips has started an investigation, and upon completion, a follow-up report will be submitted.